Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that smoke emanated from the back of the 2008k hemodialysis (hd) machine after the system was used for a hd therapy. There was no patient connected to the machine at the time of the incident. No patient involvement. A fresenius regional equipment specialist performed an on-site evaluation of the unit. Functional testing performed by the res confirmed the system was operating properly. As a precaution, the res inspected all boards and cables; no issues were identified or observed. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed; however, the reported issue of smoke emanated from back of system was not able to be duplicated. Functional testing performed by the res confirmed the system was operating properly. As a precaution, the res inspected all boards and cables; no issues were identified or observed. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of smoke emanated from back of system was not able to be duplicated during the on-site evaluation. Therefore, the complaint was deemed not confirmed.